Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) and difficult or delayed positioning with the anatomy resulting in tachycardia appear to be related patient conditions (restricted anterior and posterior leaflets, thin/friable leaflets, significant tethering, a very vertical heart, small fossa ovalis and a suboptimal transseptal puncture). Image resolution poor was related to patient and procedural conditions as difficulties visualizing the clip was reported due to patient anatomy and imaging quality. Mitral stenosis appears to be related to patient and procedural conditions and due to residual mr and tachycardia that was experienced after deployment of this clip and clip becoming caught in the anatomy. The reported patient effects of mitral stenosis and tachycardia are listed in the eifu as known possible complications associated with mitraclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, restricted anterior, restricted posterior leaflets, thin/friable leaflets, and significant tethering on a patient with left ventricular ejection fraction (lvef) of 15%, with a very vertical heart, a very small fossa ovalis, a baseline gradient between 3 and 4 mmhg (though to be mainly mr-related), and a suboptimal transseptal puncture. A steerable guide catheter (sgc) and a mitraclip xtw (50610a1103) were prepared per the instructions for use (IFU) and inserted without issues. However, difficulties visualizing the clip occurred, the height was limited and proper alignment and positioning over the valve was challenging. The clip was successfully deployed. However, the mean pressure gradient increased to 6-7mmhg. It was noted that the physician attributed the increase in pressure gradient to residual mr and tachycardia (heart rate of 134). Medication was administered to treat the tachycardia. To further reduce mr, a mitraclip xt (50206r2030) was prepared per the IFU and inserted without issues. However, difficulties visualizing the clip occurred, and the same issues with height and alignment were encountered, and while in the left ventricle (lv), but the clip became caught in chordae. Troubleshooting was performed. However, the clip could not be removed from the chordae. Therefore, the clip was deployed where it was stuck, attached to both leaflets, with chordae. However, after deployment fluoroscopy revealed unusual movement of the first clip (50610a1103). It was noted that a small lateral segment of the anterior leaflet had more motion on echocardiography, which suggested that troubleshooting steps may have interacted with this segment. The procedure was completed, and mr was reduced to a grade of 4. The mean pressure gradient was 8-9mmhg. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, restricted anterior, restricted posterior leaflets, thin/friable leaflets, and significant tethering on a patient with left ventricular ejection fraction (lvef) of 15%, with a very vertical heart, a very small fossa ovalis, a baseline gradient between 3 and 4 mmhg (though to be mainly mr-related), and a suboptimal transseptal puncture. A steerable guide catheter (sgc) and a mitraclip xtw (50610a1103) were prepared per the instructions for use (IFU) and inserted without issues. However, difficulties visualizing the clip occurred, the height was limited and proper alignment and positioning over the valve was challenging. The clip was successfully deployed. However, the mean pressure gradient increased to 6-7mmhg. It was noted that the physician attributed the increase in pressure gradient to residual mr and tachycardia (heart rate of 134). Medication was administered to treat the tachycardia. To further reduce mr, a mitraclip xt (50206r2030) was prepared per the IFU and inserted without issues. However, difficulties visualizing the clip occurred, and the same issues with height and alignment were encountered, and while in the left ventricle (lv), but the clip became caught in chordae. Troubleshooting was performed. However, the clip could not be removed from the chordae. Therefore, the clip was deployed where it was stuck, attached to both leaflets, with chordae. However, after deployment fluoroscopy revealed unusual movement of the first clip (50610a1103). It was noted that a small lateral segment of the anterior leaflet had more motion on echocardiography, which suggested that troubleshooting steps may have interacted with this segment. The procedure was completed, and mr was reduced to a grade of 4. The mean pressure gradient was 8-9mmhg. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.